Manufacturer narrative:
A patient had their system explanted and replaced due to ineffective stimulation was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's scs system was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-03626. It was reported that the patient was experiencing ineffective relief due to lead impedances as well as pain at the site of the ipg. Surgical intervention may take place at a later date to address the issue.